Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: right cornua"), genital haemorrhage ("heavy and abnormal bleeding"), abdominal pain ("severe abdominal pain") and colon operation ("colon surgery") in a 24-year-old female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, type 2 diabetes mellitus, hypothyroidism, factor v leiden mutation, pulmonary thromboembolism, numbness, tingling, weakness, stiffness, dyslipidemia, cholecystectomy, tonsillectomy, clotting disorder and deep vein thrombosis. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included obesity, thyroid disorder nos, slurred speech, hypokalemia, schizophrenia, abnormality of gait, chest pain, dry cough, unilateral leg swelling, tooth pain and facial pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("very dry skin"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), seizure ("seizures"), dysmenorrhoea ("dysmenorrhea (cramping)"), colon operation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), diarrhoea ("chronic diarrhea") and alopecia ("hair loss"). The patient was treated with surgery (underwent ablation and dnc). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, dry skin, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, seizure, dysmenorrhoea, colon operation, dyspareunia, fatigue, weight increased, diarrhoea and alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, colon operation, cystitis, device expulsion, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, seizure, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 307 lbs. Essure coils were placed in the tubal ostia bilaterally with 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Hysterosalpingogram - on 12-nov-2008: piaintiff had full occlusion of both fallopian tub quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: right cornua / migration of essure device location of device'), genital haemorrhage ('heavy and abnormal bleeding') and colon operation ('colon surgery') in a 24-year-old female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, type 2 diabetes mellitus, hypothyroidism, factor v leiden mutation, pulmonary thromboembolism, numbness, tingling, weakness, stiffness, dyslipidemia, cholecystectomy, tonsillectomy, clotting disorder, deep vein thrombosis, dvt, kidney disorder, clotting disorder and blood pressure high. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included morbid obesity, thyroid disorder nos, slurred speech, hypokalemia, schizophrenia, abnormality of gait, chest pain, dry cough, unilateral leg swelling, tooth pain and facial pain. Concomitant products included carbamazepine (tegretol) since 2010, gabapentin since 2016, lisinopril and warfarin sodium (coumadine) since 2002. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced fatigue ("fatigue"), 2 months after insertion of essure. On (B)(6) 2008, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and seizure ("neurological conditions or problems type: seizures"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced toothache ("dental problems pain"). On (B)(6) 2019, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2019, the patient experienced diarrhoea ("chronic diarrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dry skin ("very dry skin") and hemiplegia ("neurological conditions or problems -hemiplegia") and underwent colon operation (seriousness criterion medically significant). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy and underwent ablation and dnc). At the time of the report, the device expulsion, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, dry skin, bladder disorder, urinary tract disorder, migraine, headache, nausea, toothache, seizure, dysmenorrhoea, colon operation, dyspareunia, fatigue, weight increased, diarrhoea and alopecia had not resolved and the urinary tract infection and hemiplegia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, colon operation, cystitis, device expulsion, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hemiplegia, menorrhagia, migraine, nausea, seizure, toothache, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 307 lbs. Essure coils were placed in the tubal ostia bilaterally with 5 coils visible. Discrepancy: she had not underwent essure (or any part of the device) removal or planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: plaintiff had full occlusion of both fallopian tub. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, migraine." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: right cornua / migration of essure device location of device'), genital haemorrhage ('heavy and abnormal bleeding') and colon operation ('colon surgery') in a 24-year-old female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, type 2 diabetes mellitus, hypothyroidism, factor v leiden mutation, pulmonary thromboembolism, numbness, tingling, weakness, stiffness, dyslipidemia, cholecystectomy, tonsillectomy, clotting disorder, deep vein thrombosis, dvt, kidney disorder, clotting disorder and blood pressure high. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included morbid obesity, thyroid disorder nos, slurred speech, hypokalemia, schizophrenia, abnormality of gait, chest pain, dry cough, unilateral leg swelling, tooth pain and facial pain. Concomitant products included carbamazepine (tegretol) since 2010, gabapentin since 2016, lisinopril and warfarin sodium (coumadine) since 2002. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced fatigue ("fatigue"), 2 months after insertion of essure. On (B)(6) 2008, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and seizure ("neurological conditions or problems type: seizures"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced toothache ("dental problems pain"). On (B)(6) 2019, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2019, the patient experienced diarrhoea ("chronic diarrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dry skin ("very dry skin") and hemiplegia ("neurological conditions or problems -hemiplegia") and underwent colon operation (seriousness criterion medically significant). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy and underwent ablation and dnc). At the time of the report, the device expulsion, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, dry skin, bladder disorder, urinary tract disorder, migraine, headache, nausea, toothache, seizure, dysmenorrhoea, colon operation, dyspareunia, fatigue, weight increased, diarrhoea and alopecia had not resolved and the urinary tract infection and hemiplegia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, colon operation, cystitis, device expulsion, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hemiplegia, menorrhagia, migraine, nausea, seizure, toothache, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 307 lbs. Essure coils were placed in the tubal ostia bilaterally with 5 coils visible. Discrepancy: she had not underwent essure (or any part of the device) removal or planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: plaintiff had full occlusion of both fallopian tub. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, migraine." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-dec-2020: plaintiff fact sheet received. Events added from pfs- urinary tract infection. Onset date of event device expulsion, toothache, vaginal infection, cystitis were updated. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (in (B)(6) 2017, plaintiff underwent a endometrial ablation procedure). Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: plaintiff had full occlusion of both fallopian tub incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: right cornua"), genital haemorrhage ("heavy and abnormal bleeding"), abdominal pain ("severe abdominal pain") and colon operation ("colon surgery") in a 24-year-old female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, type 2 diabetes mellitus, hypothyroidism, factor v leiden mutation, pulmonary embolism, numbness, tingling, weakness, stiffness, dyslipidemia, cholecystectomy, tonsillectomy, clotting disorder and deep venous thrombosis nos. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included morbid obesity, thyroid disorder nos, slurred speech, hypokalemia, schizophrenia, abnormality of gait, chest pain, dry cough, unilateral leg swelling, tooth pain and facial pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dry skin ("very dry skin"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), seizure ("seizures"), dysmenorrhoea ("dysmenorrhea (cramping)"), colon operation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), diarrhoea ("chronic diarrhea") and alopecia ("hair loss"). The patient was treated with surgery (underwent ablation and dnc). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, dry skin, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, seizure, dysmenorrhoea, colon operation, dyspareunia, fatigue, weight increased, diarrhoea and alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, colon operation, cystitis, device dislocation, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, seizure, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 307 lbs. Essure coils were placed in the tubal ostia bilaterally with 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: plaintiff had full occlusion of both fallopian tub most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, vaginal infection, apareunia (inability to have sexual intercourse), malposition of essure device location of device: right cornua, very dry skin, bladder problems, urinary problems, migraines, headaches, nausea, dental problems, seizures, dysmenorrhea (cramping), colon surgery, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, chronic diarrhea, hair loss.", lot number, reporter added from pfs. Concomitant and historical condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.